Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the investigation of the returned sample; 213 is based upon evaluation of the returned unused sample. H6: investigation conclusion - 4310 is based upon evaluation of user facility information and the investigation of the returned sampled; 67 is based upon evaluation of the returned unused sample. Two angio-seal devices were returned for product evaluation. The returned samples included 1 header bag, 2 hemostasis sheaths and 2 carrier tube assembly. For both devices, the carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. There was blood-like substance on one of the returned devices. The other device did not have blood-like substance on it. The devices were subjected to visual analysis. The device that did not have blood-like substance on it was fully deployed with the anchor, collagen and tamper tube released. The device was bent slightly. There were no other visual anomalies on the device. On the device that had blood-like substance, there was a 90 degree bend on the "e" marker on the hemostasis sheath. Microscopic view of the tip showed that the anchor was present. Functional testing was attempted to be performed on the device that had blood-like substance on it. The device was attempted to be reset to forward lock position. A lot of resistance was felt. The carrier tube assembly and the hemostasis sheath were unmated and dried blood like substances were observed on the shaft of the carrier tube assembly. When the slit in the carrier tube assembly became visible, it was observed that the collagen was released from the carrier tube assembly. Functional testing could not be performed after this realization. The complaint could not be confirmed. Based on the information available, the exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to use the angio-seal device after peripheral procedure was complete. He engaged the device after following deployment guidelines per IFU and stated that after pulling back on device nothing would catch. They initially thought that the device might possibly have been empty as no suture or footplate were visible. They held manual pressure for ten minutes and pulses were felt. Upon inspection of the tip of sheath was kinked inward and the foot plate was visible stuck within sheath. The patient was in stable condition. Additional information was received on 04jun2021. Access was obtained with pinnacle sheath via ultrasound guidance and no issues noted and groin shot. On the sample the footplate would not come out of end of sheath per the doctor and tech. You can see the visible footplate inside of the sheath, but both white windows are visible on device to show engagement. The footplate was not able to advance out of that sheath.